Event description:
The customer stated that she had been trying to test her blood glucose, but her breeze2 meter would not count down. Customer service attempted to help the customer perform a blood test, but the meter was still not counting down. While on the phone, the customer began to sweat and stated that she needed to test immediately. The customer was able to borrow her neighbor's meter and it gave a reading of 46 mg/dl. The customer was given juice in order to bring up her blood glucose. The customer's meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.